Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right deflation. Device remains implanted.

Event description:
Healthcare professional reported a right deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: ¿ crease fold and wear abrasion observed on the device.

Event description:
Device has been explanted and replaced.